Event description:
Customer reported a hospitalization due to low blood glucose. Customer had also received a button error alarm on the insulin pump. The blood glucose reading at the time of the event was 27 mg/dl. She was given food at the hospital. Customer was not sure of what caused the blood glucose to drop low and stated that it had been high before the button error, because the infusion set had pulled out. She stated that the drive support cap appeared to be normal and recessed. At the time of the report, the blood glucose reading was 170 mg/dl and the insulin pump still had a button error and was frozen with no button response. No troubleshooting could be done for the low blood glucose due to these keypad issues. Nothing further was reported.

Manufacturer narrative:
The pump passed the delivery volume accurace test. No traces of moisture were noted at the electronic or motor assemblies.

Manufacturer narrative:
The insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The device was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device was received with cracked case at display window corners, reservoir tube and battery tube threads and a scratched display window.